Event description:
Affiliate reported that the customer explained that they had an incident where their surgical count was incorrect, which resulted in a x-ray to locate the patty. The patty did not show up very well on x-ray. It was also reported that similar devices were tested with the same result. In a phone conversation with the affiliate it was communicated that the patty was found. The product code is unknown, however for reporting purposes the complaint is being filed on this particular code. It was also communicated that the product has been discarded and not available for investigation.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device has been discarded.

Manufacturer narrative:
Please refer to complaint (B)(4). A follow-up is being generated due to a change in from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
The customer reports they had an incident where their surgical count was incorrect and they had x-ray to locate the patty. The patty did not show up very well on x-ray. It was very faint. The radiologist tested the patties at different settings. They did not show up well at all. The customer is quite concerned about this. Further inquiries are being made to determine if complaint samples will be made available. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated due to a change in from malfunction to serious injury. In addition, a new complaint (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).